Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that insyte autoguard gray 16ga x 1.16in package is open. This occurred on 6 occasions. The following information was provided by the initial reporter: the primary packaging is open and leads to contamination.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard gray 16ga x 1.16in package is open. This occurred on 6 occasions. The following information was provided by the initial reporter: the primary packaging is open and leads to contamination.